Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of (B)(6)2021 through (B)(6)2024."

Event description:
Cust completed check in and reported ill fit and stated "the top aligners were* cutting into my gums, making it hard to push them into place. I used the file to trim down the top down so I could place them. They are perfect now! I have a benign bulb on my gums inbetween my front two teeth, but I was able to file down a space for it."